Manufacturer narrative:
E3: customer occupation = unknown. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle tipless stone extractor's baset distal end of the basket was broken during ureteral lithotripsy and lithotripsy with soft endoscope procedure. A customer provided picture appears to show one of the basket wires had pulled free from the basket cannula. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: it was reported the ncircle tipless stone extractor's distal end of the basket was broken during ureteral lithotripsy and lithotripsy with soft endoscope procedure. A customer provided picture appears to show one of the basket wires had pulled free from the basket cannula. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation, with no original packaging. The handle is in open position and actuates basket formation. The basket has one wire pulled free of basket assembly. Additionally, a document-based investigation evaluation was performed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with device lot. There was not enough information known to confirm that the two complaints were related. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other confirmed related complaints from the lot had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU, provides the following information to the user: precautions. Do not use excessive force to manipulate this device. Damage to the device may occur. How supplied. Upon removal from the package, inspect the product to ensure no damage has occurred. Cook has concluded that the cause for the wire pulling free could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.